Event description:
It was reported that the patient came in on (B)(6) 2025 with continuous connect to power alerts and log files were unable to be obtained at the time because the white power cable would not communicate with the power module. The system controller was changed out to the backup system controller at that time, and log files were sent on (B)(6) 2025 from the new/current system controller. Log file review showed that the pump stop at the beginning of the log file was from (B)(6) 2025 when the patient was placed on this system controller. The only other concerning events recorded are the known driveline faults (MFR #: 2916596-2022-16187).

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of atypical power cable disconnect alarms and the system controller being unable to establish proper communication with the system monitor were confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6)) was connected to a test system monitor/power module, a mock circulatory loop and proper communication between the system controller and the system monitor could not be established. Additionally, an atypical power cable disconnect alarm activated upon connecting the controller to power. Further evaluation of the wires in the controller¿s white power cable revealed that the blue (data receive) and brown (relative state of charge (rsoc)) wires were broken. The damage to the wires was observed near the strain relief on the connector side of the power cables. Damage to these wires would cause the loss of communication between the system controller and system monitor, and atypical power cable disconnect alarms. The system controller power cables were replaced with known working power cables and the observed issues resolved. After replacing the power cables, the controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. A log file was downloaded from the returned system controller and data from the event dates of 12feb2025 ¿ 13feb2025 were reviewed. The log file captured atypical power cable disconnect and low voltage advisory alarms from (B)(6) 2025 at 06:31:12 to (B)(6) 2025 at 13:17:16 that were due to the rsoc voltage fluctuating, causing the voltage to drop to as low as approximately 0 v. The atypical alarms occurred while connected to both the power module and 14v batteries and occurred on the white power lead. These alarms are consistent with the damage observed in the controller¿s white power lead. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The reported event of atypical power cable disconnect alarms was determined to be caused by a break in the rsoc wire in the controller¿s black power cable. The reported event of the system controller not being able to communicate with the system monitor was determined to be caused by a break in the data transmission and data receive wires in the controller¿s power cables. It should be noted that at the time of the reported event the system controller had been in use for approximately 2.5 years, and although not conclusively determined, repetitive flexing of the power cable during use over time may have contributed to the observed underlying wire damage. Incidental findings: during investigation, a green fluid substance consistent with fluid ingress was observed on the system controller power cables. The cable jacket and underlying layer of the white and black power cables were removed to further inspect the underlying wires, revealing that the wires were coated with in a dried green substance consistent with fluid ingress. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 25aug2022 heartmate ii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including their system controller power cables. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. Heartmate ii patient handbook (rev. C) section 4 ¿ ¿living with the heartmate ii¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.